Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-09480. (B)(4). In (B)(6) 2012, the patient presented due to stable angina. Subsequently, elective percutaneous coronary intervention (pci) was performed. Target lesion #1 was 16mm in length, type b2 lesion with 90% in-stent restenosis located in the moderately tortuous and 3.0mm in diameter proximal right coronary (rca) artery. Target lesion #1 was treated with a 3.50x16mm promus element ¿ stent which was deployed at 12 atmospheres without predilation. Residual stenosis rate was 0% and with timi flow 3 after the post dilatation. Target lesion #2 was 22mm in length, type b2 lesion with 90% in-stent restenosis located in the moderately tortuous and 3.0mm in diameter mid rca. Target lesion #2 was treated with placement of a 3.00x24mm promus element ¿ stent which was deployed at 16 atmospheres with a residual stenosis of 0% and timi flow 3. Post dilation was not performed. Two days after, the patient was discharged. In (B)(6) 2013, angiography was performed upon follow up with a stenosis rate of 25% and timi 3 flow. In (B)(6) 2013, the patient visited the hospital for a follow up. In (B)(6) 2014, the patient visited the hospital for another follow up. In (B)(6) 2014, coronary restenosis was observed in the proximal rca. Four days later, pci was performed in proximal rca as treatment and the patient condition was recovered. In (B)(6) 2015, the patient visited the hospital for a follow up.